Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was submitted to product performance engineering for evaluation. The image submitted with the returned device shows the catheter had fractured between electrode rings 2 and 3. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wire 1 and the tip thermocouple (tct) were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure and after the catheter was removed from the patient, a tip fracture was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. Ablation was started at 40w43°c but the temperature increased to 62°c. The water flow rate was adjusted to 30ml/min but this did not resolve the issue. The radio frequency instrument was restarted, the catheter was reconnected, and the catheter was adjusted to the left atrial posterior wall for ablation, and the temperature still rose rapidly by more than 60°c. The catheter was removed from the patient and a fracture at the tip of the device was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.